Event description:
Healthcare professional reported "the patient had some leaking on the last treatment as well, but it was on the last day don't think the patient had any issues in the first couple of treatments." Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.